Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller and user interface pcb assemblies. It was determined that the cause of the reported issue was a failure of integrated circuit, designator u2 on the user interface pcb assembly.

Event description:
The customer contacted physio-control to report that when attempting to power on their device would not boot up completely. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.